Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for brown foreign matter (fm) was observed due to broken glass tubes. Broken tubes can cause the additive to leak out and it dries with the brown fm appearance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of brown fm due to glass breakage. Bd was not able to identify a root cause for the glass breakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® acd solution a blood collection tubes, there was a blood stain on the tube. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® acd solution a blood collection tubes, there was a blood stain on the tube. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.